Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower user was unable to remove warfarin from the device. An order for warfarin 5 mg had been entered for administration once in 1800 for four doses. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scheduled dose did not appear after dispensing. A technical support specialist (tss) explained the general frequency settings to the customer, provided the user guide along with the knowledge article titled medstation es training, and confirmed understanding. The tss then proceeded with case closure. The system functioned as intended after technical support specialist investigated the issue.